Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#2064;ocket was revised. It was noted that while positioned for spinal surgery, the patient experienced ulnar nerve dysfunction that the spinal surgeon attributed to pressure from the device in the pocket. The device was electively explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.